Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that post implantation the patient experienced recurrence, infection, dyspareunia, and urinary problems. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infections. It was reported that patient underwent excision of suburethral polypropylene graft on (B)(6) 2015 by (B)(6) due to painful vaginal suburethral graft and urinary retention.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infections. It was reported that patient underwent excision of suburethral polypropylene graft on (B)(6) 2015 by (B)(6) due to painful vaginal suburethral graft and urinary retention.